Event description:
It was reported that there was phrenic pacing from the left ventricular lead. The lead was capped and replaced, and subsequently explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression and there was apparent explant damage.